Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After the procedure and removal of the catheter, blood dripped out from the hemostatic valve. No patient consequence was reported. The device evaluation was completed on 5/19/2021. The sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of the features of the sheath. Visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo sheath. Test method for liquid leakage through hemostatic valves of sheath introducers was performed and no issues were observed during the sheath analysis. No water leakage, bubbles or pressure decays were detected during the test. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The event year provided is 2021. The bwi product analysis lab received the device for evaluation on 4/19/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After the procedure and removal of the catheter, blood dripped out from the hemostatic valve. No patient consequence was reported. The event was assessed as a MDR reportable hemostatic separation issue.